Event description:
End user called asking for assistance using the device whose calibration was out of range. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.